Event description:
It was reported that noise leading to oversensing and low pacing impedance were observed on the right atrial (ra) lead. Noise could be reproduced with provocative testing. Insulation damage was suspected but was not confirmed visually when diagnostic imaging was performed. The device was reprogrammed and the patient will continue to be monitored to resolve the event. The patient was stable and there were no adverse consequences.